Manufacturer narrative:
A visual assessment on the returned dual lumen ureteral catheter was performed and it was noted that a fiber approximately 4mm in length was found inside the injection lumen within the unopened/sealed pouch. The fiber, which was not clearly visible approximately 18¿ under normal light conditions, exceeded the 0.20 mm² specification and it can be dislodged. There was also an evidence that the tip of the device was buffed, which meets the drawing and the product specification tip configuration requirements. The tip was smooth, and the working length and skive length met specification. A review of the device history record (DHR) was performed and it was found that the device met all manufacturing specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause for the failure mode of fiber found inside the unopened/sealed pouch is "manufacturing process issue" and the most probable root cause for the complaint on tip issue is "design".

Event description:
It was reported to boston scientific corporation that during unpacking of the dual lumen ureteral catheter, the complainant noticed issues on the tip. There was no procedure nor patient involved.this event has been deemed a reportable event based on the investigation results; a fiber was found inside the injection lumen within the unopened/sealed pouch.